Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Upon visual inspection, there were no anomalies found with the exception of damages that are consistent with procedural damage. Upon electrical testing, there were no discontinuities found but there were internal shorts observed between conductors due to the damaged inner insulation which is consistent with procedural damage.